Event description:
It was reported that the lead exhibited intermittent capture. The pulse generator was programmed to right ventricular only pacing.

Event description:
Additional information notes that the left ventricular lead was capped on (B)(6) 2013.

Manufacturer narrative:
Na